Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay-user-patient contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate high reading. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The inaccurate high issue began at 5 pm. The patient reported blood glucose results of "177 mg/dl" with a lifescan meter and "90 mg/dl" on hospital meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Sometime after the product issue began, the patient reportedly had symptoms described as "shaky and irritable." At around 6 pm, the patient sought medical treatment at his urgent care. The patient did not report of receiving any medical intervention at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate noted that the correct testing process was used, the test strips were within the discard date and in good condition, and the patient did not have control solution to perform a test. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the patient.